Manufacturer narrative:
Insulin pump was received with a missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl. Customer stated that the clear ring broken at reservoir compartment. The customer also reported that the reservoir did lock in place when inserted into insulin pump. Customer also stated that they got blood in the transmitter. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.